Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during percutaneous radiofrequency ablation, the electrode package puncture in the surgery during treatment process and the temperature was too high and would not work. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. The water circulated normally through the device. The device read the temperature and lesioned properly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.